Event description:
Lvad alarms went off when pt connected to power module. When connected to batteries, no alarms noted. Driveline was replaced by thoratec with a custom made driveline that will not be grounded. No alarms noted after repair.